Event description:
Customer reported pt received a pca dose when the etco2 module detected no breaths. Hosp reported that the pca pause protocol was enabled. The intended pca programming was for morphine pca 2mg every 6 minutes with a max dose of 20mg. No pt harm and no medical intervention required. Customer states that no add'l pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the devices have not been returned. A follow up report will be submitted with failure investigation results should the devices be returned for eval.